Manufacturer narrative:
Reliability analysis evaluated (B)(4) opened and used reservoirs. Analysis inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion sets. Analysis installed reservoirs and connectors into an insulin pump. Conclusion was reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 598 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by complete set change. The customer declined to troubleshoot for the high blood glucose. The insulin pump will be returned for analysis.